Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n167177011, implanted: (B)(6) 2008. Product type: catheter: product ID 8709sc, lot# n167177011, implanted: (B)(6) 2008. Product type: catheter. (B)(4).

Event description:
It was reported that an MRI was being done to rule out a granuloma. The pump was delivering bupivacaine and morphine. Additional information has been requested, but it was not available as of the date of this report.